Event description:
The customer reported that following a diagnostic radiology catheterization procedure on event date, a vasoseal vhd kit size 3 was deployed. Following deployment minimal oozing from the tissue tract was present. A light pressure bandage was applied. Two hours post procedure the bandage was removed. Eight hours post procedure the patient reported painful swelling in the right groin area. The next day an ultrasound was performed and a pseudoaneurysm was diagnosed. The next day surgery was performed to resolve the pseudoaneurysm. No further complications were reported.